Manufacturer narrative:
A medtronic representative was able to solve this issue via telephone. It was found the umbilical cable was not fully seated on the image acquisition system (ias). After rebooting several times, disconnecting/reconnecting the umbilical and manipulating it in all directions the issue could not be replicated. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spinal fusion case, the imaging system entered standalone mode when attempting to take an image. After rebooting, the system functioned normally. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.